Manufacturer narrative:
Per further engineering review of the reported event, it was reported that the surgeon had difficulty tightening the knob down all the way and chose to proceed with inserting the laser fiber without locking the biopsy guide. The instructions for use (IFU) which accompanies the device contains the following warnings: ¿warning: do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register.¿ the user did not follow this warning and continued to use the guide despite difficulty tightening the device.

Manufacturer narrative:
Return requested. Replacement biopsy guide shipped to site 07/12/2016. No parts have been received by manufacturer for analysis. On 07/18/2016 a medtronic representative, following-up at the site, reported the surgeon drilled a second hole and passed the fiber again. The second one was good.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt) procedure, the surgeon alleged they had difficulty tightening the precision aiming device. Noted was difficulty tightening the knob down all the way. The surgeon opted to proceed with inserting the laser fiber. After the scan, the surgeon noted being off by approximately 1 centimeter. A second precision aiming device was brought in to be used and the surgeon was able to tighten better. The patient was re-scanned, and the surgeon deemed being accurate with laser placement. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour.